Event description:
Cracked or broken pivot point.

Manufacturer narrative:
The lab eval confirmed a broken pivot point. Because this pump was returned to abbott as part of a recall and was not associated with an initial reporter.